Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) used to capture the joint instability and surgical intervention. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address dislocation. Update (11/3/2016) ¿ pfs and medical records received. Pfs litigation alleges hip pain, discomfort, clicking and popping. After review of the medical records for MDR reportability, the medical records indicate marked hip instability, with a severely retroverted cup at the time of revision surgery. Also noted were heterotopic ossification, and abundant synovitis with staining. Lab values for metal ions present without units of measure. The hip revision operative note is of very poor visual quality. Corrected original date of implantation noted. The cup is being added to the complaint. Part/lot is being updated. The complaint was updated on: 11/23/216.

Manufacturer narrative:
(B)(4).

Event description:
Updated facility name, associated contact, and added patient harm. Patient dob was updated.